Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed an insulation abrasion which appeared to be lead-on-lead abrasion. Analysis also found rate sense coil twisted and fractured at the distal end of is-1 pin. The morphology of this damage suggests it was likely due to over-torque/over-retraction of the helix during the explant procedure. Analysis testing could not confirm the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular defibrillation lead displayed far-field oversensing. The patient was in atrial fibrillation and received multiple in appropriate shocks. Upon testing, the r wave measurements fluctuated. It was suspected that due to the patient's growth, the lead moved near the valve. No pacing inhibition was noted. During the lead revision procedure, the lead was found to be located on the valve which resulted in double counting. No pacing inhibition was noted. The lead was explanted, replaced and returned for analysis. There was no report of adverse patient effects due to the explant procedure.